Event description:
The customer contact reported no flow. The plumset was being used to deliver 10% dextrose in water at rates of 10ml/hr to 12ml/hr. After unspecified lengths of time in use, a syringe pump tubing set was connected to the clave y-site of the plumset to deliver an unspecified antibiotic via a syringe pump. It was reported after the antibiotic delivery was started, the syringe pump alarmed indicating occlusion. Therapy was resumed after the syringe pump tubing set was connected to an extensions set, which were reconnected to the clave y-site of the plumset. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded. This report represents all the information known by the reporter upon query by hospira personnel.